Event description:
It was reported that the physician noticed an issue with ¿first teared flap'. Eye affected was left eye (os). The right eye (od) was done without any issue. Reportedly on the video it was clearly seen that the flap was lifted already but the part at 1 o¿clock was torn. Patient was treated and flap closed, a bandage contact lens was applied. The territory manager (tm) was told by the system operator, that they did 1 more attempt for docking, could not succeed and in the second attempt, where patient interface (pi) was changed, this issue happened. On the image on the patient report, it was clearly seen, something in between the eye and pi glass. System operator told the tm, they warned the doctor, but he continued, probably found it negligible. Patient's daily activities are not affected. Through follow-up we learned that the patient¿s condition and outcomes are positive. The lot number of the pi is unknown and it was discarded after use. The physician suspected, that the issue came from elita. Os: sph:+0.50 cyl: -1.00 axis: 160. No further information was provided. Note: a separate report will be submitted for the 2nd patient interface used.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Section h3 - other (81): the elita was not evaluated. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.